Manufacturer narrative:
Product ID, 8711 lot# n172940023, implanted: 2009 (B)(6), product type catheter: product ID, 8590-1 lot# n132379, implanted: 2009 (B)(6), product type accessory. (B)(4).

Event description:
It was reported, the patient missed a refill. The pump alarmed; telemetry was not yet performed. The patient was in withdrawal for a week and went to the emergency room on (B)(6) 2013. The patient was delirious and experienced fever, nausea, diaphoresis and pain. The patient couldn't walk and their "back felt like it was just going to break in half." In the emergency room, the patient was given demerol, and antibiotics; "massive doses of each"; it was the only time he felt normal that week. The oral medication was not working like it used to. The patient was nauseated and felt like he was overdosing. The pump was delivering bupivacaine and dilaudid. Additional information has been requested but was not available at the time of this report.